Event description:
The reporter indicated that a 12.6mm vicmo12.6, -12.5 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: d4: expiration date: 31-oct-2024. D9: device available for evaluation?- yes. Returned on 21-oct-2022.